Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in the endovascular treatment of a 150mm thoracic aortic dissection. It was reported that during the procedure, the package of the graft was opened and it was said per two scrub technicians that the handle at the back of the delivery system was broken in pieces and the shaft was bent. An alternative device was used to continue the procedure. As per the physician the cause of the event was the device being broken prior to entering the facility. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
It was reported that there as no noticeable damage observed on the outer packaging of the device. It was reported that the damage appeared to look like someone had aggressively tried to pull it out by the back handle, breaking the handle and bending the shaft. The device was reported to be broken at the tip capture release handle and clasping ring and the shaft was noted to be bent at the flush port. As per the physician, the patient was doing well post procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.